Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 61-year-old female with an impella cp implanted via the left femoral artery on (B)(6) 2026 at 19:35 for acute myocardial infarction with cardiogenic shock (scai stage d) developed acute limb ischemia during support. The patient lost distal pulses in the left lower extremity during/after introducer insertion, and arterial duplex performed overnight showed no distal blood flow past the popliteal artery. Vascular surgery was consulted; however, no intervention was pursued, and the patient was not considered a candidate for impella 5.5 upgrade. The patient required multiple pressors. Care was withdrawn on (B)(6) 2026 at 10:33. Based on the information provided, the patient experienced limb ischemia after impella cp placement, which contributed to clinical decline. The device function could not be evaluated as the product was discarded by the facility. No additional device related factors can be confirmed in the absence of returned product analysis. Ischemia was noted; this is a known risk per our IFU (instructions for use). The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical conditions.

Manufacturer narrative:
Investigation summary: ppae (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.